Event description:
Hospital stated that this instrument was sent to the biomedical department with a note stating it "free-flowed on channel a". The note had no additional information and no clinical report was written related to this event.